Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot number 73l2300918 the staplers were functionally inspected and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become severely misaligned preventing the stapler from firing. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed and no relevant findings were identified. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".